Event description:
During intubation laryngoscope blade disengaged from handle. Pivotal roller was wedged in blade, pivoted pin was missing. Unable to find. X-ray was negative for foreign blade. On consult with co qa technical svc the "set screw was missing."